Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for husband via phone call for high blood glucose. Customer¿s blood glucose was over 400 mg/dl. Customer treated the high blood glucose with a manual injection. Customer reported that quick sets stop working, because his blood glucose will go up. Customer reported that the customer is lean. Customer reported that they did not get a no delivery alarm. Customer reported that patient does have scar tissue customer unable to performed high blood glucose troubleshoot. The insulin pump will not be returned for analysis.